Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolong - were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a correction of right lower eyelid inversion with eyelid reconstruction under local anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent surgery at 08:55 due to bacterial keratitis in the right eye, entropion and trichiasis in the lower eyelid of the right eye, high myopia in the right eye, correction of entropion in both eyes, and double eyelid reconstruction surgery. After opening the suture, the problem of pulling off suture needle had happened, requiring a change of suture thread for suturing. Increased the possibility of tissue damage to the patient and prolonged the surgery time. Finally, another suture is used for suturing until the end of the surgery. No adverse patient consequences were reported. Additional information was requested.